Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 02:19:05. During night drain cycle 14, the patient's ultrafiltration reading was 101ml, indicating the home patient (hp) drained 231ml more than their maximum programmed fill volume of 370ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined due to the event logs being overwritten by later therapies. If any additional information is received, a follow-up will be sent.